Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. D9. Date returned to mfg: 07-mar-2025. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer's reported problem, "it was stated that the device's both pressure chambers would not pressurize to 280-300 mmhg. Consistently pressurizing to 250 mmhg" cannot be replicated. The reported error was tested with in-house pressure chambers and by visual inspection. The customer sent in only the h1200 tower (didn't send in the two pressure chambers). Measured 5.73 psi output pressure from the tower h1200 unit. The probable cause of the reported error is the pressure chambers. Ran test with two 1l bags of water and the h1200 performs well. No liquid in the bags and pressure stable around 280mmhg during the test. Performed fc054 and fc055 remediation. Replaced return tube assembly and user membrane. The device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that both of the pressure chambers would not pressurize to 280-300 mmhg. Consistently pressurizing to 250 mmhg. It was an out of box failure. There was no delay in therapy. There was no patient involvement, and no patient harm/adverse event reported.